Event description:
The complainant had an automated impella controller (aic) with loss of placement signal. The team replaced the aic and support proceeded. No patient harm was reported.

Manufacturer narrative:
The investigation into the reported issue has been completed. Console logs from the reported day of event are inconsistent with complaint description, and the reported event could not be identified in logs. Prior to the day of reported event, console was used on 2021-06-11, with pump 249405, for about 1 hour, with no loss of placement signal. Next use was on 2021-07-26, but no pump was recorded. Further analysis of logs indicated that pump was not recognized. The manufacturer followed up with the representative for clarification of the nature of the reported event, but received no response - therefore we assumed that "loss of placement signal" was entered in error, and focused on investigating pump not being recognized during case start. Logs show that the console was able to detect pump connection but failed to read pump eeprom. This is a new failure mode only found in aic_v8.4 and aic_v8.4.1 and has been documented. In the logs, it was noted that during console boot-up the optical bench state machine (ossiopsens) gets stuck in post_start_state and does not reach post_ok_state. This prevents the pump from being read. The root cause of the reported issue was found to be bugs or defects in software (excludes firmware). A mitigation for the issue has been added to aic_v8.5. This report is being filed as part of a retrospective review of historical records.